Event description:
It was reported to philips that the device was giving an error indicating that disk space is low. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The review of log file shows that the malfunctioning of ippc (image processing pc). Rse recreate the database, but issue was not resolved. The fse replaced ippc, software reinstalled and recreate of image store was done. After repaired action, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code and device problem code were corrected.